Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The hypotube had numerous kinks. Microscopic examination revealed a pinhole with scratch distal end of balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, upon inflation, it was noted that the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, upon inflation, it was noted that the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.